Event description:
During an anterior lumbar interbody fusion (alif) procedure, as the surgeon began to use the alif trial spacer rasp, he discovered that the threaded end of the shaft sleeve was broken. This instrument is used to adjust and lock the trial spacer rasp head to the desired approach - anterior or anterolateral position. It is not known if the device was broken in cleaning or in a prior procedure. The surgeon completed the procedure without changing instruments, as it was in the correct angle orientation for this procedure. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
A product development evaluation was conducted. The returned instrument shows evidence of damage to the sleeve component. The thread fractured at the minor diameter of the most proximal thread. The remaining features and components are in good condition. The luminary alif insertion set includes a family of alif trial spacer rasps. These instruments prepare of the vertebral body endplates for fusion while acting as a trial spacer for the interbody implants. The lot number for this returned instrument is a7pa12. Synthes received this lot in april 2006. Synthes produced this instrument to drawing 03.808.103 rev a. The drawings relevant to this revision were reviewed. The failure occurred at the minimum wall thickness at the minor diameter of the thread and the inner diameter of the sleeve component. In february 2007, the sleeve component was changed. The minimum wall thickness at the minor diameter of the thread was changed from .39mm to .89mm. Since a design change, this failure mode has not been reported. The design and clinical risk management document for the luminary alif system was reviewed in regards to the failure mode identified in this complaint. While the risk analysis document does generically cover instrument failure during the implant insertion step, it does not cover this specific instrument failure during trialing/disc preparation where this instrument would be used in the procedure. The current severity level for this hazard would be 2 due to -slight prolongation of or time-, and the occurrence rate should be 3 based on the rate calculated in the product development evaluation. However, it should be noted that these instruments could be used with other anterior lumbar fusion systems -fra, alif, vertebral spacer-ar, syncage open-. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted. The thread of the sheath was completely broken off. The device looks to be in good condition. The rasp corresponds to the drawings and processes at the time of manufacture. Too much force was applied to the thread causing it to break. The hardness was rechecked and found to be conforming. A CAPA determination has been opened under this complaint. This device used for treatment and not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No irregularities were found during the device history record review.